Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. As of 5/19/2025 the device has not been returned for evaluation. A phone call was made requesting the results of testing from the third party. When the test results are provided, another follow up MDR will be submitted. Reference to complaint # (B)(4).

Manufacturer narrative:
Device return requested. There are previous complaints on this device not related to this issue. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/05/2024, znyo medical received a report from a customer reporting they were not getting an occlusion alarm. No report of patient involved.